Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 were lifted and pulled in a distal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found no kinks along the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. It was reported that catheter advancing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-48 mm in length, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous, mildly calcified, and 2.5-3.5 mm in diameter mid to distal left anterior descending (lad) artery. After pre-dilatation was performed with a 2.75 x 12 mm and 3.0 x 20 mm emerge balloon catheters, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but had difficulties inserting into the lesion. The device was removed from the patient's body and a kink was noted on the proximal shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.